Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed an internal error had occurred. The medtronic representative (rep) found a card on the navigation system that said this. They were setting up for a case. No patient was present. Additional information was received, it was reported that the x-ray technician (tech) mentioned that the screen went blank for a second and then displayed the error message. The messaged noted 'internal error, please contact medtronic', the tech then shut down the system and pulled in a different system to use. It was noted that this occurred during a set-up for a spine fusion case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.0.1. H3, h6) the system was serviced in the field. In summary, no faults were found. Codes b01, c19, and d14 are applicable. H3, h6) software data was received and analysis confirmed the reported event. The issue was due to a software anomaly. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.